Manufacturer narrative:
H.6. Investigation: physical sample is received from the client where damage can be observed in the plunger so it was probably causing him to have had difficulty moving it, it is not possible to send the sample to determine silicone content as it was used. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The defect can be generated during manufacture on a timely basis, but it is important to mention that based on the acceptable quality limit for the defective reported by the client these are within the parts per million allowed.

Event description:
Material no. 309657; batch no. Unknown. It was reported that during use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the syringe may be sticking and unable to move the plunger. The date and time is unknown.¿. The following information was provided by the initial reporter: spoke with customer she stated she was also having issues with her needles being clogged/blocked. She can draw up insulin but when she tries to fill the cartridge she is not able to. She also mentioned the syringe may be sticking and unable to move the plunger. She was told to change the needle and the issue was resolved. Needle ref 305110 and batch number m246350. Syringe ref 309657 lot unknown. The date of event was unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 309657, batch no. Unknown. It was reported that during use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the syringe may be sticking and unable to move the plunger. The date and time is unknown.¿ the following information was provided by the initial reporter: spoke with customer she stated she was also having issues with her needles being clogged/blocked. She can draw up insulin but when she tries to fill the cartridge she is not able to. She also mentioned the syringe may be sticking and unable to move the plunger. She was told to change the needle and the issue was resolved. Needle ref 305110 and batch number m246350. Syringe ref 309657 lot unknown. The date of event was unknown.